Event description:
Hospital reported that the stopcock detached spontaneously from the tubing on the arterial side. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The subassembly in question is device and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by another country's co. The finished product is further assembled, packaged and sterilized by smiths medical international. The reporter indicated that the sample was not available for return. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. No additional action is necessary at this time. Smiths considers this MDR closed with this report.